Event description:
While transferring into their chair in their van, joystick on their power wheelchair fell off. This caused the chair to drive into the other seat, breaking their leg in several places.